Manufacturer narrative:
Article citation: ¿cd30+ t cells in late seroma may not be diagnostic of breast implant-associated anaplastic large cell lymphoma,¿ by marshall e. Kadin, md; john morgan, phd; haiying xu, bs; and caroline a. Glicksman, md, published in aesthetic surgery journal, 11/apr/2017, pp. 1-5. The event of seroma is a physiological complaint, and analysis of the device generally does not assist allergan in determining a probable cause for this event. A request for further information was made to the reporting physician. No additional information will be provided as further follow up is not possible, as the doctor is not available for additional questioning. Device labeling: "potential adverse events that may occur with silicone gel-filled breast implant surgery include: implant rupture, capsular contracture, reoperation, implant removal, pain, changes in nipple and breast sensation, infection, scarring, asymmetry, wrinkling, implant displacement/migration, implant palpability/visibility, breastfeeding complications, hematoma/seroma, implant extrusion, necrosis, delayed wound healing, breast tissue atrophy/chest wall deformity, calcium deposits, and lymphadenopathy." "After breast implant surgery the following may occur and/or persist, with varying intensity and/or for a varying length of time: hematoma/seroma, implant extrusion, necrosis, delayed wound healing, and breast tissue atrophy/chest wall deformity."

Event description:
Reported event of a patient with a left side ¿natrelle style 410 highly cohesive textured silicone gel implant¿ experienced a ¿large seroma and discomfort¿ was found in the article ¿cd30+ t cells in late seroma may not be diagnostic of breast implant-associated anaplastic large cell lymphoma," published in aesthetic surgery journal, 11/apr/2017, pp 1-5. The device was explanted and replaced with an allergan ¿natrelle inspira smooth round silicone gel implant.¿